Manufacturer narrative:
No patient information available after phone call to customer 09/15/20, 09/16/20, and 09/17/20. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.